Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6), 2012 a patient reported developing an infection on her abdomen, thigh, and lower hip due to her infusion set. She was treated with an IV (contents unknown) and antibiotics by mouth. The comfort infusion set mentioned in this event is not manufactured by our firm. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).